Event description:
On (B)(6) 2018 caller went to a laser store for a bikini hair removal. During the procedure, the caller felt pain and alerted. The technician who stated it is normal and continued with the procedure. At the end of the procedure caller was very sore and felt pain in the bikini area. She later discovered that she was badly burnt. She went to the emergency room for further treatment. (B)(6).